Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a degraded downstream occlusion (dso) seal and lcd lens scratches. Event history log was reviewed with nothing to note. Functional testing was unable to replicate the reported issue; downstream occlusion testing passed. The root cause was determined to be fluid ingression found at the bottom of the rear case. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device exhibited a downstream occlusion error. The patient¿s therapy was delayed, and the pump was swapped out. Per the reporter, the issue was ¿probably not harmful, but not quite clear.¿